Event description:
During a procedure, the maaverick2 monorail ptca catheter balloon ruptured at less than 10 atms onthe primary inflation. The lesion being treated was in the obutse marginal branch (om) coronary artery. A 8fr medikit introducer sheath and an enclore inflation device was also used in the procedure. Patient status is reported as 'good'.